Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the problem of needle detachment. Manufacturing site name: freudenberg medical the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was not retrieved from inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold (tm) lite with capio slim revealed that there is no damage to the mesh assembly. The carrier on the capio slim suture capturing device is missing and was not returned. The condition of the returned device does not confirm the event. Therefore, the assigned root cause for this complaint event is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was not retrieved from inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.